Manufacturer narrative:
(B)(4). Date sent: 5/28/2024. B3: exact date unknown. D4: batch # unk. Additional information received: a 60 year old fit and well man, routine operation (osophagectomy) no concerns with the join, donuts all went well. Very ill post op on day 1. Endoscopy completed and there was no hole¿. A mediastinal collection, 5-6 days post operation there was a hole forming, operation and sponge inserted. Month post op, now has two holes, had sepsis and still in hospital however, he is healing and improving. The surgeon for the above patient was not blaming the device, he said it could be poor luck and patient related. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was used during an unknown procedure. There were no issues with the device during the procedure. It was great performance with the device, 2 full donuts. It was reported that a leak developed post-op.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2024. Corrected data: h1. Additional information: mr. Gillies who was the surgeon said that our device had nothing to do with the issues. The original information submitted on this MDR #3005075853-2024-03935 was reported in error. Those details were only related to information submitted on MDR# 3005075853-2024-04220. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4) date sent: 7/22/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.